Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 12. On (B)(6) 2021, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.